Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per the report, during a total knee arthroplasty surgery, a universal insert spacer sz 5-6 11mm broke. No clinical information was provided for inclusion in this medical investigation. The electronic clinical report forms attached were utilized for this review. According to the report, it was ensured all of the broken pieces were removed from inside of the patient. Per the report, the surgery was completed after a non-significant delay without the reported device. The impact to the patient was the reported non-significant surgical delay. Since it has been reported the patient was not harmed as a result of the adverse event, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, a universal insert spacer sz 5-6 11mm broke. It was ensured that all pieces of the device were located and removed. Surgery was resumed after a non-significant delay without the reported device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).